Event description:
Related manufacturer reference number: 1627487-2023-03950. It was reported that the patient's lead had pulled back to their temple and had one contact with high impedance. In turn, surgical intervention was undertaken wherein the lead was repositioned, explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.